Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection test of device received. Upon visual inspection, it was found that the pusher rod was bent. The gray trigger was reviewed and tested, it performed as intended; only the pusher rod was damage. A manufacturing record evaluation was performed for the finished device lot number:8l25695, and no nonconformances were identified. Based on the condition of the device received, this complaint can be confirmed. There were no details provided as to when this failure has occurred and no additional information was available; therefore, a definite root cause for this failure cannot be determined. The root cause could be the main pusher rod is bent upwards; it can deploy both implants at the same time; this bend in pusher rod is typical of aggressively removing the needle. However, it cannot be conclusively affirmed. As per IFU, at desired depth, squeeze the deployment lever (dark gray) while maintaining depth positioning to deliver the first implant; there may be a slight pushback on the deployment gun while the implant goes through the tissue. Also, it is necessary to follow the instructions to assemble the needle to deployment gun. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported by the customer in (B)(6) that the meniscal deployment gun device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the device was bent. During an unknown surgery on an unknown date, it was observed that the pusher rod on the device was bent. There was no procedure nor patient involvement reported. No additional information was provided.